Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The ventricular lead had fractured and exhibited noise. A chest x-ray revealed clavicular crush damage. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found rib clavicle crush damage noted at 18.5cm from the connector pin. The outer coil was found to be compressed with filars fractured. This likely caused the detected complaints in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.